Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, nine months post implant,that the implantable pulse generator (ipg) was reporting invalid data in cardiac compass message due to the clock being adjusted once implant detect was completed. The message will clear once it rolls out of cardiac compass. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.